Manufacturer narrative:
Continuation of d10: product ID 8781, lot # unknown, implanted: (B)(6) 2026; product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider via a distributor regarding a patient receiving intrathecal gabalon of an unknown concentration via an implantable pump. The daily dose rate of gabalon was 199 mcg as of (B)(6) 2026, and was 99 mcg beginning (B)(6) 2026 and ongoing. It was reported that the pump was replaced at the hospital on (B)(6). The pump was exposed to the outside due to wound trouble. The wound was opened immediately and cleaned, and then a drain was placed. As no wound infection was observed as of (B)(6) 2023, suture removal was scheduled for (B)(6) 2026. However, if the condition appears to be worsening, relocation and implantation of the pump is to be considered. It was noted that there was no causal relationship to intrathecal baclofen (itb) therapy observed. Regarding pump exposure, the causal relationship to procedure was unknown, but unrelated to the drug and pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by a foreign healthcare provider (hcp) via a distributer (dist) reporting that on 2026-feb-03 was a normal pump replacement. The pump was relocated on 2026-mar-04.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) reporting that on (B)(6) 2026, the exposed area was cleaned and a drain was placed. The pump was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.